Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated MDR #1225714-2013-03793, 03784.